Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation and failure to fire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021). (B)(4).

Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, the device allegedly failed to fire and allegedly self activated. It was further reported that a coaxial introducer was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, (5) devices allegedly failed to fire and allegedly self activated. It was further reported that a coaxial introducer was used and the procedure was completed with another device. There was no reported patient injury.